Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6.

Event description:
Healthcare professional reported rupture of the left device discovered via mammography and confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the left device. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual device analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
Healthcare professional reported, rupture of the left device. Discovered via mammography. And confirmed via ultrasound. The device has been explanted and replaced with a non-allergan implant.